Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and failed back syndrome - other. The reason for call was caller said the patient got new implant a couple days ago (replacement) because the previous system was not working properly. Caller does not have further detail.